Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 20041e and lot# 23095706 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material#: 20041e, lot#: 23095706. It was reported by the customer reported clinician reported that the IV keeps pulling out. Verbatim: rcc received a complaint via phone. Pir attached. Issue: clinician reported that the IV keeps pulling out. Ref: (B)(4). Lot: unknown (possibly 23095706). Pt harm: no pt harm. Sample: unknown.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was separating the following information was received by the initial reporter with the following verbatim: rcc received a complaint via phone. Pir attached. Issue: clinician reported that the IV keeps pulling out.